Event description:
Reporter indicated high lead impedance during surgery, in 2006, after generator was replaced. Surgeon elected not to replace the lead. Pt underwent complete vns system replacement three months later. Both lead and generator were discarded by the hosp.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.